Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during an l4-5 facet arthroplasty with a total posterior arthroplasty (tops) implant. It was reported that the driver was broken. The driver was opened to adjust the dorsal height of the pedicle screws to help with tops implantation. The tip of the driver broke off when the surgeon was adjusting the pedicle screw depth. The surgeon decided to keep the small broken tip of the driver in the patient and broke off the screw head because they were still able to seat the device and lock it down with set screws. There was a five minute delay to the procedure. The driver breaking did not have any impact on the patient's outcome.